Event description:
It was reported that the device presented a smell of burning metal. There was no significant delay or patient injury reported.

Manufacturer narrative:
There was no relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. No abnormal smell of burning was observed during the testing process. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have cause burn smell, (2) there may have been a loose power connection, or (3) the vents of the controller may have been obstructed which could cause a burning smell. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.